Event description:
It was reported that balloon rupture occurred. The patient underwent reconstruction of hemodialysis fistula. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation below rated burst pressure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 10 x 4, 14atm, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 56mm in length and extended from a position 4mm proximal of the proximal markerband to 9mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient underwent reconstruction of hemodialysis fistula. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation below rated burst pressure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the device was inflated once at less bursting pressure. The device was completely removed after it ruptured.